Event description:
It was reported that the target lesion was in the proximal right coronary artery with a vessel diameter of 3.0 mm and a lesion length of 18 mm. The vessel had moderate tortuosity, moderate calcification, was eccentric and de novo, with a 90% stenosis. Predilatation was performed with a non-abbott balloon and the 3.0x18 mm xience v was delivered; however, the balloon ruptured on the first inflation of 10 atmospheres for 20 seconds. Although the sds balloon ruptured, the stent was apposed to the vessel wall and postdilatation of the stent was performed as normal with a non-abbott balloon to complete the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: mach 1 6f. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the xience stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which may have contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the first inflation at 10 atmospheres which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. Without the product to examine, a conclusive cause could not be determined. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.